Event description:
It was reported that during the treatment of an in-stent occlusion, a thrombus occurred from the distal side of the stent. A 6 mm x 120 mm x 130 mm eluvia stent was selected for the treatment of a chronic total occlusion in the left superior femoral artery on (B)(6) 2020. At a later date, when the patient was hospitalized for a broken leg, an in-stent occlusion was noted. The collateral was slightly developed, but the inside of the stent was at full in-stent occlusion, and the runoff to below the knee was not good. It was thought this was a result of the legs being unable to move during the hospitalization period. During the procedure to treat the occlusion, there was difficulty crossing the lesion with non-boston scientific (bsc) products, as a result of the distal part of the stent being stiff. Pre-dilation of the stent was performed, but the distal side of the stent failed to expand. A second pre-dilation was performed and was unsuccessful. During the third attempt, the stent was successfully pre-dilated, but the non-bsc balloon ruptured. The balloon was aspirated with a thermal vacuum. During plain old balloon angioplasty treatment of the lesion, a thrombus occurred on the distal side of the stent. A 6.0 mm x 40 mm eluvia stent was placed and blood flow was restored. However, the blood flow below the p2 segment was poor, so dilation was performed with a coyote es mr 5.0 mm x 20 mm. Post dilation was performed with the same balloon and the procedure was completed. There were no patient complications reported.